Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was over delivering insulin due to the blood glucose level drop quickly and drastically. Customer stated they experienced low blood glucose during exercise. Customer was treated with food for their low blood glucose. Customer was unable to upload carelink. Customer was assisted with possible causes of low blood glucose. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis